Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Verified that the device can rewind without alarming. Ran displacement test, and the insulin pump alarmed motor error. Advised the customer to revert to back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.